Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed no power and pump error. The customer's blood glucose reading was 97 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. No further details provided.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The insulin pump passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump delivered properly all bolus programmed during our testing. No unexpected bolus not delivered or entry timed out and pump error 68 during our testing noted. However, the insulin pump was returned for power error 25, detailed trace analysis has confirmed pump error 25 and low battery alarms were triggered when backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes. Detailed trace also confirms the root cause is the non-sleep anomaly software error. The insulin pump had cracked keypad overlay at the select button. Stained serial number label, minor scratched display window, case and keypad overlay.